Event description:
As reported, in 2004, this patient was implanted with gore excluder bifurcated endoprostheses. In 2008, aneurysm enlargement was reported. The aneurysm enlargement was attributed to endotension. At about aproximately 2 weeks later, the patient underwent a reintervention in which the endoprostheses were relined with gore excluder aaa endoprostheses. The patient is reported to be in stable condition.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis.